Event description:
It was reported that during an unspecified procedure, coating issue. The chronic totally occluded (cto) target lesion was located in an unspecified below the knee vessel. The physician selected an unspecified size v-14 control wire and a non-bsc support catheter and tried to cross the target lesion. It was noted that approximately 6mm of the coating came off of the wire and the physician then used an unspecified catheter to push it into a "less important branch". The wire was damaged proximal to where the coating came off. There were no further patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure of analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B)(4).